Event description:
It was reported that the patient experienced light headedness while riding a motorcycle. The facility turned off the rate response feature on the device and the patient no longer felt the light headedness. The device remains in use. The facility also reported that the right ventricular (rv) lead had high thresholds. No intervention was taken for the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri58, implantable pacing lead, (B)(6) 2013; 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).